Event description:
It was reported that on (B)(6) 2011, during a stenting procedure in the right internal carotid artery with one rx acculink stent, the patient experienced hypotension and bradycardia (pause on rhythm strip) which was treated with dopamine and atropine. The patient's condition resolved the same day and the patient was discharged home on (B)(6) 2011. On (B)(6) 2011, the patient was re-hospitalized for blurred vision after experiencing peripheral vision loss in the right eye and flashing lights in the lateral eye field. There was no treatment for the visual disturbance. The visual disturbance resolved on (B)(6) 2011 and the patient was discharged home on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and bradycardia are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.